Manufacturer narrative:
Relevant retention test strips (lot 378397) were tested in comparison with the master lot coaguchek xs pt. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. The patient's test strips were provided for investigation where they were tested using a retention meter and controls. Testing results (qc range = 2.7 - 4.1 inr): qc 1: 3.1 inr, qc 2: 3.1 inr, qc 3: 3.3 inr. The obtained qc values were in the allowed range of the used combination master lot strip lot - qc lot. All measurements were without error messages. The maximum difference between measurements was 6%. The customer used the same finger for both meter tests. For a second measurement a new puncture of a different finger is mandatory. Coaguchek uses human recombinant thromboplastin. Therefore, comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods. Occupation - the occupation is lay user/patient.

Event description:
The initial reporter stated that he received discrepant results when testing with coaguchek xs meter serial number (B)(4). At 8:52 a.m., a sample from this patient was tested using the meter, resulting with a value of 4.5 inr. At 8:55 a.m., a sample from the patient was tested using the meter, resulting with a value of 4.6 inr. Samples were collected from the same finger for both meter tests. The patient squeezed his finger near the puncture site to collect a sample, although his finger was not squeezed excessively. Within an hour of meter testing, a venous sample collected from the patient and was tested in the laboratory using an unknown method, resulting with a value of 3.4 inr. No adverse events were alleged to have occurred with the patient. The patient did not receive treatment or a change in medication based on the meter results. The patient is currently in wonderful condition. The patient stopped taking aspirin 2 months prior to (B)(6) 2019. The patient's therapeutic range is 2.5 - 3.5 inr. The patient's testing frequency is monthly. The patient's product was requested for investigation and replacement product was sent to the patient.